Event description:
It was reported that a chest x-ray confirmed that the left ventricular lead was dislodged. Lead dislodgment resulted in a loss of capture. The lead was explanted and replaced on (B)(6) 2014. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.